Event description:
The lifepak 20e defibrillator pads sparked during second shock of a cardioversion. Spark was seen by cardiologist and echo tech where the wires for the pads connected to the pad attached to patient's chest.